Manufacturer narrative:
This is a duplicate of report # 1218950-2016-05052.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there was an inverter pca failure after fco was implemented. There was no patient involvement.